Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit. The guide wire assembly will be analyzed as part of this complaint investigation. The returned guide wire assembly did not include the advancer tubing nor the cap. Additionally, no definite signs-of-use were observed. Visual analysis revealed a small kink on the guide wire directly adjacent to the distal j-bend. No other defect or anomalies were observed. The guide wire length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .81mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was advanced through the returned ars and 18 ga introducer needle to functionally test. The swg passed through both with minimal resistance. The manufacturing facility for the guide wire assembly was contacted as part of this complaint investigation. They confirmed that it is likely that this event occurred during the assembly process. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a kinked guide wire before use was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked directly adjacent to the distal tip. Despite this, the guide wire met all relevant dimensional and functional requirements. Based on the sample received and the comments from manufacturing facility, the root cause for this complaint is likely manufacturing relate. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "md was preparing the procedure and checked the product. Then md found that the swg was bent. So md judged it as a defective product and used new product". No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "md was preparing the procedure and checked the product. Then md found that the swg was bent. So md judged it as a defective product and used new product". No patient involvement reported.